Event description:
It was reported that customer jumped in the pool for five minutes. Customer stated that there was fluid in the liquid crystal display and alarmed button error. Customer stated keypad unresponsive. Customer's blood glucose was 326 mg/dl. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive button. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.